Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, the catheter broke while being slit. The catheter was removed, and the lv lead was checked, and all measurements were within a normal range. The day after the implant procedure, the left ventricular (lv) lead exhibited high, undefined impedances and loss of capture. The pocket was opened, and it was noted the lv lead was fractured in two pieces. The lv lead was explanted. A replacement lv lead implant was attempted, but the lead could not be delivered to a stable area. The replacement lv lead was removed and the patient was later implanted with an epicardial lead. No patient complications have been reported as a result of this event.